Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The provided incident date is an estimate. The patient experienced hyperglycemia and was admitted to the hospital on (B)(6) 2026. The cgm was reading 10.0 mmol/l and there was no blood glucose reading documented. The patient was monitored and treated with insulin. At the time of the report the patient was fine. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.